Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the ccd module fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the glass rod fluid damage, the lg cable connector housing fluid damage, the insertion flexible tube (ift) crushed, the control body worn out, the biopsy inlet t-piece worn out, the lg cable connector worn out, and the lg cable connector housing worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).